Event description:
It was reported that, broach handle broke. I had a spare so there was no problem.

Manufacturer narrative:
Method - visual analysis confirmed the event. The latch lever was fractured. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The root cause was presumed to be a design issue.